Event description:
Pt implanted at l2-s2 with pangea and uss construct on an unk date. Pt complained of postop pain. Reportedly, surgeon suspected a possible nonunion at l5-s1 and returned pt to operating room on (B)(6) 2012 for removal and revision. Surgeon cut the rods and removed all hardware at s1-s2. All hardware at l2-l5 was left intact. Surgeon removed part of two rods. Two pangea screws were removed along with two caps from s1 and two uss screws, two collars, and two nuts from s2. Pt was revised to matrix construct from s-1 ilium. During revision, the head broke off one of the matrix screws while trying to seat the rod. Surgeon removed the broken screw and head and replaced with another screw, then seated rod and cap with no further problem. This is the 13th of 13 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn, as no device was returned or lot number provided.